Event description:
Jaws split apart. I took pictures. Manufacturer response for enseal, (brand not provided) (per site reporter): based on the photos, it looks like the device was not straightened before pulling it out of the trocar. That would scrape the covering as shown. We would still want to send it in for analysis. Please provide me with surgeon name, type of case, date and if they used another one to complete the case. Thanks .